Manufacturer narrative:
Corrected information: in the report submitted dec 8, 2023 ((B)(6)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: diu150i165. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) got stuck while advancing. This resulted in two damages to the lens. The iol was removed and a new one was implanted. No further details were received.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.